Event description:
It was reported that after two dilatations of the 3.0 x 12 mm voyager nc at 16 and 18 atmospheres, post ivus, the physician intended to use this balloon for a third post-dilatation and found that the re-fold of the balloons was not good after fully deflated. When the physician intended to advance the used balloon into the same guiding catheter, he found difficulty in advancing. However, before this, the last pull out was fine and no resistance was reported. Then after the first dilatation of the 3.5 x 12 voyager nc at 18 atms, post ivus, the physician intended to use this balloon for a second post-dilatation and found that the re-wrap of this balloon also was not good after fully deflated, and could not be re-advanced into the guiding catheter, as well. No pt effects were reported. Return device analysis of the 3.0 x 12,, voyager nc noted a balloon rupture.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.